Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the clinical observations were confirmed. A series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device was confirmed to have had a high current condition through stored diagnostics and automated testing which was the cause for the fc1002 seen in the field. Root cause analysis for the high current condition was inconclusive as the high current condition went away and could not be duplicated.

Event description:
Boston scientific received information that this pacemaker (pg) triggered error code 1002 when the device was in storage mode prior to implant. The user did not notice the error code upon initial interrogation. The pg diagnostics indicated that the error code 1002 was set three months before implant. Boston scientific technical services (ts) indicated the device shows a suspicious rise in storage mode and shelf mode operating power beginning shortly after the final pack test. The power increased in a random fashion reaching values of 80 to 85 microwatts (uw). The device was operating as expected, but the reliability of the device is in question and ts highly recommended that the device be explanted. The device was explanted and replaced. No adverse patient effects were reported.